Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. Verification of failure mode reported in the current manufacturing process was conducted as follows: thirteen (13) devices were taken from the current production. The samples were functionally inspected, and during the test, the issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, determine a root cause and any corresponding corrective actions. Customer reports the device was discarded. Customer complaint cannot be confirmed. Root cause cannot be determined. Corrective actions cannot be established. If the sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor and trend for this and similar complaints for this device.

Event description:
Customer complaint alleges "the device was working fine but for the last two weeks it hasn't been working." Customer reports the ball not moving. Alleged malfunction reported occurring during use. No report of patient harm or consequence.